Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# :(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that beginning on an unknown date, the patient started to feel a slow loss of therapy having an increase in pain over time. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. An x-ray and dye study were done after which a catheter replacement was planned for (B)(6) 2020. It was noted that the hcp planned to replace the pump too if it was an old septa pump. Additional information was received on 14-oct-2020 at which time it was reported that the procedure occurred as planned. At the dye study they couldn¿t aspirate through the cap (catheter access port), so they decided to replace the catheter. The issue was unclear. Per the doctor, the problem was around the anchor site, so he completely removed the catheter and replaced it with an entirely new catheter. There was no known issue with the pump, but it was replaced as well because it was not a new septa pump.